Event description:
A rotablator procedure was performed with an a19 device to treat a re-stenotic stent in the left anterior descending. The wire crossed the lesion up to the distal left anterior descending. The burr was inserted to the guiding cath to the left anterior descending. During the procedure, the guide wire tip fractured. The procedure was then stopped. After 2 days, pt was sent to bypass surgery to remove the tip. Pt was reported as doing fine and has subsequently been released from the hosp.